Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reports having tooth loss and lost three or four back molars. The dentist informed the patient "not a good candidate" for aligner treatment and should stop treatment.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.